Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. This report is for the first device. The device was evaluated and found to be within specification.

Event description:
It was reported that a patient with multiple dental restorations received two ankylos c/ x dental implants in 2015 in region 22 (fdi # 33) and 27 (fdi 43) and a fixed denture (bridge) 21 - 28 (fdi # 34 - 44) in 2016. On (B)(6) 2017 the bridge with the two implants and an additional supporting natural tooth was removed due to infection, loosening, and osteolysis around the implants and the tooth. As a part of the fixed denture tooth 28 (fdi 44) was removed. The opt showed that almost every implant had bone loss. The two implants considered in this MDR show translucencies and the lost tooth 28 (fdi 44) shows translucency around the root. Tooth and implant loss happened due to periodontitis and peri-implantitis.